Event description:
It was reported that a patient with an pacemaker had presented to the hospital with their device completely self-explanted and the associated leads cut and exposed from the pocket. The patient was reported to have had a history of clinical depression and in an attempt to commit suicide had frozen the skin overlying their pacemaker, made an incision with a knife, and reached for the implanted system and removed the pacemaker and cut the leads. The patient thought they had been successful in disconnecting the system and went to sleep, not expecting to survive the night as they were noted to be pacemaker dependent. The patient woke up the next morning having survived their suicide attempt and then presented to the emergency department right away. The patient was reported to have had an escape rhythm of 43 beats-per-minute. After discussing the circumstances with a physician and a psychiatrist, a decision was made to explant the patient's old self-disconnected system and implant a new system. No additional adverse patient effects were reported. The whereabouts of the explanted system as well as the model/serial information of the products involved is currently being requested from the field. This event will be updated once additional information is provided.